Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: zimvie received one implant for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use, apparent bone debris attached to implant external threads. The mount wouldn¿t disengage from the implant, during a functional test. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error, incorrect techniques used. Therefore, based on the available information, and functional test a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. G4: additional 510(k) number is k101880.

Event description:
It was reported that the clinician was unable to separate impression coping from implant body in site 9 once implanted. Body was fully seated into osteotomy. This required implant removal with placement of second implant.